Event description:
It was reported that the user experienced an episode of low blood glucose after a usual meal, with cgm and fingerstick readings decreasing from approximately 105 mg/dl to 39 mg/dl and remaining low for about an hour despite routine being unchanged. Customer care provided support that included user confirmation of dexcom g7 accuracy with a fingerstick, with instructions to monitor and consider a factory reset if clinically directed. Investigation of this case revealed no device malfunction reported and no confirmed sensor inaccuracy. Symptoms included shakiness and lethargy consistent with hypoglycemia. Outcomes included self-treatment with oral glucose without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.